Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The crimped stent was detached from balloon and not returned with device for analysis. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed, 7mmx2.5mm, concentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). Following predilation, an 8x2.50mm taxus¿ liberté¿ drug eluting stent was then advanced to treat the lesion. However, the physician noted via angiography that the stent was dislodged from balloon. The physician then advanced a 1.25x6mm non bsc balloon catheter to dilate the vessel and removed the dislodged stent from the patient. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed, 7mmx2.5mm, concentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). Following predilation, an 8x2.50mm taxus¿ liberté¿ drug eluting stent was then advanced to treat the lesion. However, the physician noted via angiography that the stent was dislodged from balloon. The physician then advanced a 1.25x6mm non bsc balloon catheter to dilate the vessel and removed the dislodged stent from the patient. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.